Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the confirmed that drawer 1 appeared open in the system but did not physically open. After removing the back panel, the latch sensor led was found to be un lite. A field service engineer (fse) removed the drawer and revealing a latch magnet stuck to the drawer frame. The latch inseparable was replaced, restoring proper function. The system functioned as intended after field service engineer repaired the device.